Event description:
Discrepant low on (B)(6) 2012. Inr was measured on inratio = 2.7. Nurse stated pt was feeling ill and fingerstick continued to bleed. Blood was drawn within 1 hour and lab result = 6. Therapeutic range was not provided.

Manufacturer narrative:
Investigation pending.